Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl at the time of admission. Customer stated they experienced pain in their lower abdomen along with high ketones prior to their hospitalization. The customer stated manual injections did not resolve their high blood glucose, leading to their hospitalization. The cause of the customer's hospitalization was diabetic ketoacidosis. Customer was treated with an insulin drip at the hospital. Troubleshooting found the customer had several no delivery alarms on their insulin pump. Troubleshooting did not find any issue with the customer's insulin pump. Customer's cannula was also not bent. The customer's blood glucose was 281 mg/dl at the time of the call. Customer was feeling thirsty and nauseous from their high blood glucose. Advised the customer to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.